Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge would not charge past 70% battery life; the following morning, the battery gauge jumped to 95% without charging the pump. The customer had not tested blood glucose level at the time of the reported event; however, there was no reported impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.